Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced elevated blood glucose readings, including a reported value of 410 mg/dl, while using an ilet insulin pump, with trace ketones noted and subsequent temporary transition to subcutaneous insulin via pen and later to a different pump; review indicated inaccurate meal announcements and weight settings, and the device in use was a recent replacement. Symptoms included hyperglycemia with ketonuria. Outcomes included temporary pump discontinuation, use of injection therapy, and later stabilization after updating the user¿s weight in the pump. Investigation included review of pump use data, user interview, and clinical troubleshooting and education. Investigation of this case revealed user-related factors, specifically inaccurate meal announcements and an out-of-date weight setting affecting insulin dosing, with blood glucose returning to a safe range after correction. It was concluded that the device functioned as designed and that the event was attributable to use-related factors and therapy settings rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.